Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and lv lead dislodgement was observed. The physician suspected the patient's anatomy to be the cause of the event. The lead was explanted and replaced to resolve the event. The patient was in stable condition.